Event description:
It was reported there was an impedance issue, low out of range impedance value, noted at device replacement from a synergy to restore platform stimulator 37702 with adaptor use. There was no history on patient impedances prior to replacement surgery. There was a possible short seen during the case with contact 2. No coverage was obtained with anything 4-7. This was not needed for programming a good outcome for the patient. There was no history of whether they were used before or any impedance issues prior. Programming resulted in good outcome. The patient had better therapy than with synergy. The therapy was better with the new ins and the patient was very pleased with the outcome.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 2000 (B)(6), explanted: product typ extension product ID, 7495-51 lot# serial# (B)(4), implanted: 2000 (B)(6), explanted: product typ extension product ID, 7435 lot# serial# (B)(4), implanted: 2000 (B)(6), explanted: product typ programmer, patient product ID, 3487a-33 lot# l66871 serial#, implanted: 2000 (B)(6), explanted: product typ lead product ID, 3487a-33 lot# l66871 serial#, implanted: 2000 (B)(6), explanted: product typ lead product ID, 3487a lot# l66871 serial#, implanted: 2000 (B)(6), explanted: product typ lead (B)(4).